Event description:
It was reported that a vt episode showed an aborted therapy due to noise. The noise is equal in amplitude to the true cardiac events. The lead remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes non sustained lead noise was observed via egms. High, out of range high voltage lead impedance was also noted. Routine follow-up will continue.